Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that ar-10030 sn: (B)(6) has a broken-off tip. There was no harm for patient, operator or third party reported. No further information received.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Visual inspection identified the tip at the distal end of the shaft of the probe - hook, 220 mm shaft, 4.8 mm tip, w/5.0 mm markings, had broken off. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage. Manufactured in 2020.